Manufacturer narrative:
Additional information received on 2aug2021 updated the following: b5:describe event or problem. Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. Block h6: medical device problem code a1502 captures the reportable event of gel misplaced, non-vascular. Evaluation conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. The physician reported that he inadvertently pierced the patients urethra creating a small hole in the urethra prior to fiducial marker being deployed. He then traveled along that same needle track for hydro-dissection and spaceoar placement. When the physician began to inject spaceoar it started flowing like usual and then all of sudden it just backed up on itself as if the patient tissue would just not expand any longer and spaceoar followed the needle tracks that we had previously used during fiducial placement, spaceoar ended up in the patient's prostate and traveling into the patient's urethra through hole made by the fiducial marker needle. The patient ended up urinating out spaceoar gel. On august 2, 2021, additional information received stating that fiducials were administered transperineally. There were no patient complications reported as a result of this event. The patient condition was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that spaceoar was implanted during a spaceoar placement procedure performed on (B)(6) 2021. The physician reported that he inadvertently pierced the patients urethra creating a small hole in the urethra during fiducial marker placement. The physician noted that the needle traveled along that same needle track for hydro-dissection and spaceoar placement. The gel was placed in the patient's urethra through the whole previously made during fiducial marker placement. The patient urinated out spaceoar gel. The patient is reported to be doing fine.